Manufacturer narrative:
The intraocular lens (iol) was received at (B)(6) and has been forwarded to the manufacturing facility and is pending evaluation. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the model zmb00, diopter 21, serial number (B)(4) was implanted (B)(6) 2011 and was explanted on (B)(6) 2011. The patient had complained of severe glare and halos and the doctor requested an exchange. No patient injury was reported.